Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery health was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the battery cycle count is at 209 and also showing the battery health has degraded message. Initially powering the unit on had the battery icon showing red which is the switch on the back has been turned off to preserve the battery. When scanner is powered off and charging, the battery icon will flash green stating it is charging the battery. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery light is flashing when plugged in. Status of battery indicates either 8 or 73% whether plugged or unplugged.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery light is flashing when plugged in. Status of battery indicates either 8 or 73% whether plugged or unplugged.